Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the dissection is unknown; however, patient factors (kink in the thoracic aorta) and device manipulation likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr, an aortic dissection was observed and the tavr was aborted. The patient had a kink in the thoracic aorta where esheath could not reach and cover. The vessel appeared extended with a safari wire. The physician was able to advance a commander delivery system to the descending aorta through the bent area, but not further since the pushing force was applied to the kink, not to delivery system. The vessel was supported by inserting a lunderquist wire in the pigtail catheter but the situation did not change. The system was retrieved together with the sheath. A new esheath was inserted and the safari wire was exchanged to a lunderquist wire. A new delivery system was inserted and reached the descending aorta, but it got stuck at the kink area again. They tried doing ¿pull-through technique¿ with additional lunderquist wire from the femoral artery and a snare catheter from the radial artery; however, a physician noticed a dissection in the descending aorta. Further tavr was determined to be difficult and aborted. Protamine was given and the systolic blood pressure was maintained around 80¿s mmhg. An emergent CT showed the dissection was the descending to abdominal artery. The entry was confirmed the kink area and the false lumen started being thrombosed already. As the blood supply to the main vessels was confirmed from the true lumen, it could be managed conservatively. Although the dissection was noticed during insertion of the second delivery system, it was unknown exact when it occurred. After six months post tavr, the patient expired due to chronic disseminated intravascular coagulation (dic) caused by the aortic dissection occurred during tavr.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the dissection is unknown; however, patient factors (kink in the thoracic aorta) and device manipulation likely contributed to the event. The patient later developed an infection from mrsa and developed sepsis. The source of the mrsa is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Corrected information was received form the japanese tavi registry reporting system. During a transfemoral tavr procedure the patient developed an aortic dissection due to the delivery system. The dissection caused decreased perfusion to lower extremities. Abdominal pain and prerenal failure caused by intestinal ischemia were noted. Blood flow improved with bypass surgery. The patient received repeat transfusions due to disseminated intravascular coagulation (dic) caused by the dissection. Later the patient was infected with methicillin-resistant staphylococcus aureus (mrsa) and eventually died of sepsis. Per the medical opinion, the death is associated with both device and tavr.

Manufacturer narrative:
Reference CAPA-20-00141.